Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) atrial tachycardia (at)/atrial fibrillation (af) anti-tachycardia therapy (atp) was disabled because it was causing an accelerated ventricular rate. The device remains in use. No further patient complications have been reported as a result of this event.